Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device and one electronic photo were returned for evaluation. A visual inspection found the stent to be dislodged distally on the balloon, with the distal end of the stent stretched with bent struts. The balloon was examined under microscopic magnification and crimp marks were noted on the balloon material. Therefore, the investigation is confirmed for the reported dislodgment of the stent. However, the investigation is inconclusive for the reported insertion issues as the device could not be functionally tested due to the dislodged and stretched stent. It is likely that the stretching and bends to the stent occurred as the user was attempting to remove the stuck device from the sheath. However, the definitive root cause for the reported insertion issue could not be determined based on the available information. Photo review: one electronic photo was reviewed. The photo shows the device laying on the device packaging with the balloon, stent, and a portion of the catheter visible. The distal end of the stent is seen to be stretched and bent on the balloon; the balloon does not appear to be bloody or previously inflated. The stent appears to be dislodged proximally on the device. Based on the photo review, the reported stent dislodgment can be confirmed. The reported advancement issue cannot be confirmed. Labeling review: the current IFU (instructions for use) states: warnings: if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo® balloon expandable biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. Inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.

Event description:
It was reported that during a vascular stent placement in the right iliac artery, the balloon expandable stent was allegedly difficult to insert into the 7fr introducer sheath. It was further reported that the stent was allegedly dislodged upon removal over the guidewire. It was further reported that a new stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a vascular stent placement in the right iliac artery, the balloon expandable stent was allegedly difficult to insert into the 7fr introducer sheath. It was further reported that the stent was allegedly dislodged upon removal over the guidewire. Reportedly, there were retraction difficulties during the procedure. It was further reported that a new stent was used to complete the procedure. There was no reported patient injury.